Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
The customer reported that the unit was delivering high tidal volumes. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 07 november 2019. Date of this report: 08 november 2019. The manufacturer's field service engineer (fse) powered on the unit and reviewed the event log. He found confirmation of high tidal volume error but also found patient disconnect, patient circuit occluded and proximal pressure line disconnect error. The manufacturer¿s field service engineer (fse) inspected the pneumatic controls screen and found operation ok. The fse powered on the unit in normal operation mode, found unit operation ok. The fse could not duplicate high tidal volumes problem during normal operation. The fse performed exhalation port test with original circuit, unit passed test. Inspected internal and external components are ok. Found unit alarms functions ok, normal operation. Complete performance verification test will be performed, unit passed all test. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated.